Event description:
It was reported that the patient needed a vns generator replacement due to battery depletion. It was stated that the physician believed the battery to have depleted too quickly. The company representative felt that the depletion was consistent with the manufacturer's battery longevity reference tables due to the most recent high programmed settings. However, vns settings since the implant of the device were not available in order to confirm this assessment. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. Follow up with the company representative revealed that the patient had very difficult to control epilepsy and was at high output current, high dosing settings. The surgeon stated that the generator reached its end of life very quickly, though impedances were normal. The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The explanted generator was received by the manufacturer. Generator product analysis was completed. The allegation of premature end of life, or eol, was not duplicated in the product analysis, or pa, lab. The battery measured 2.817 v at the completion of the final electrical test, indicating an intensified follow-up indicator, or ifi, = no condition. The internal generator data indicated that the vns battery voltage corresponded with the estimated battery percentage consumed. The generator performed according to functional specifications.